Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Device received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with scratched lcd window. Device received with cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the device was not working. There was moisture under the screen. Customer reset the device but did not solve the issue. Customer's blood glucose was 40 mg/dl. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.